Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01548, 0001825034 - 2018 - 01549, 0001825034 - 2018 - 01550, 0001825034 - 2018 - 01551. Concomitant product(s): unknown part/lot; femoral head, femoral stem, acetabular cup, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been made available at this time

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.